Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings:the pump battery compartment was observed to be cracked on the side of the threads and below the bumper pad. The returned battery cap was observed to have damaged threads. Unrelated to the battery compartment and cap damage, the pump display screen was observed to be dim and discolored with a reddish tint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. The reporter confirmed that the pump had not lost power related to the issue and there was no noted moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.